Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
Analysis of the lead found the distal header boot was not bonded to the helix header. The amount of medical adhesive observed on the header was not sufficient to bond the distal boot to the header assembly. The helix could not be retracted or extended with the distal boot loose from the helix header. The helix extension length could not be measured as it would not extend. The lead exhibited normal electrical characteristics. .